Event description:
At about 1 month and 3 weeks after the primary surgery, the patient came in for a post-op appointment and it was observed that a cage was backing out of disc space. The surgeon removed the cage, caps, and rod and implanted a competitor expandable cage. The existing rod was re-inserted and new caps were used to lock it down. The surgery was completed successfully. The patient did not follow post-op guidelines and the patient's lifestyle contributed to the event.

Manufacturer narrative:
Batch review performed on 30-jun-2022: lot 1822376: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review